Event description:
Product quality: multiple boxes of nitrite gloves with holes in every glove. We ordered several cases of large nitrite gloves from medline, a major healthcare supplier, and several boxes had defects in nearly every glove. Lot number k0e013043967, manufactured in november 2020.